Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A study on "remission of adult onset type 1 diabetes in a patient prescribed immune modulating therapy" by pilla s.j., quan a.q., germain-lee e.l., hellmann d.b., mathioudakis n.n. J. Gen. Intern. Med. 2016 31:2 (s718-s719) focused on a patient whose (B)(6) history of systemic lupus erythematosus (sle) led to an sle flare, during which the patient was diagnosed with type 1 diabetes. The patient began treatment using the medtronic minimed 530g insulin pump with enlite sensor. One night, the sensor alerted to a blood glucose of 65 mg/dl; the patient treated with juice, glucose tabs, and food. Her blood glucose did not increase; she became nauseated and vomited several times. The patient went to the hospital and was treated with antiemetics, IV fluids, and a dose of hydrocortisone. The insulin pump functioned normally. The study found that medications used to treat autoimmune disease can change the course of type 1 diabetes.